Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow up. Upon interrogation of the pulse generator, the device exhibited recorded episodes of high ventricular rate. Further investigation found that the episodes were noise oversensing on the right ventricular lead. The lead sensitivity was decreased and was to be monitored. There were no reported changes to the patient's condition.